Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due the left cylinder popped out of the corporatomy. The scrotum tubbing was trimmed and new connectors were used. The physician re-seated the cylinder left cylinder and tied down. No components were removed. No further complications were reported in relation to this event. A full recovery is expected for the patient.